Event description:
Patient complications were reported in a literature article regarding a prospective multicenter observational case study. Data was collected from the (B)(6). Between (B)(6) 2005 and (B)(6) 2008, 808 interventions were performed with implantation of 925 artificial discs from 5 different manufacturers (depuy, medtronic, scientx, spineart and synthes). Six hundred ninety one unisegmental and 117 bisegmental cervical cases were performed. There were 4 intraoperative complications and 23 revisions during the same hospitalization for 691 monosegmental tdas, and 2 complications and 6 revisions for 117 2-level surgeries. Intraoperative complications included: 3 dura lesions 2 blood vessel injuries; 1 monosegmental, 1 bisegmental 1 vertebral body injury post-operative complications included: 18 revisions during the same hospital stay; 13 monosegmental, 5 bisegmenal 6 monosegmental patients revised during a second admission for implant removal 1 monosegmental patient revised during a second admission for wound revision 1 bisegmental patient, who was already revised during the first hospital stay, underwent an additional wound revision the literature article did not specify what product was used at the time of the specific complication. Thirty-one percent of the patients did not achieve a clinically relevant neck pain improvement and twenty-one percent of the patients did not achieve a clinically relevant arm pain improvement. However, the consumption of analgesics decreased significantly. The number of patients that did not need pain medication increased from 3% preoperatively to 73% at three months follow up.

Manufacturer narrative:
(B)(4). At the time of surgery, the mean age for both genders was (B)(6). There were 454 females and 354 males in the study. (B)(4). Multiple artificial discs from multiple manufacturers were noted in the literature article (depuy (discover), medtronic (bryan, prestige), scientx (discocerv), spineart (baguera c), and synthes (prodisc c). At this time, it is unknown if any of our devices contributed to the reported events, however, we are filing this MDR for notification purposes.